Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a button error alarm as well as multiple no delivery alarms on their insulin pump. The patient's blood glucose level was around 600 mg/dl. The customer also complained that their pump shuts off randomly after installing new batteries in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. The device passed the rewind, basic occlusion, prime, excessive no delivery and displacement tests. No button error alarm observed during testing. Minor scratches on lcd window noted.